Manufacturer narrative:
A ge rep has not yet evaluated the system. This MDR is related to ge healthcare complaint.

Event description:
Customer reported the kv is out of tolerance in ad range. No patient injury was reported.